Manufacturer narrative:
Eval: underwater leak testing discloded a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 98-00566) after iabp for 48 hours, blood was noted in iab. The iab was never returned to datascope for eval. The iab was finally returned to datascope on 5/3/1999. [Event complications]: unk - reported 5/11/1998. [Pt's current status]: unk - rpt'd 5/11/1998.